Event description:
It was reported that the user experienced elevated blood glucose after drinking orange juice without announcing a meal and contacted support for assistance with changing a 23-inch, 6 mm steel contact detach infusion set; the agent guided the user through the supply change, the user completed the steps, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included resolution after infusion set replacement with continued therapy. Investigation included remote troubleshooting and user education on infusion set replacement and meal announcement. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors, including unannounced carbohydrate intake and infusion set replacement needs, as contributing to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.